Event description:
It was reported that this patient with this electrode received inappropriate shocks (ias) due to noise and oversensing. This patient had presented to the emergency room (ER) after the shock and the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector. Technical services (ts) observed untreated episodes from approximately 2 months prior, and 1 ias. Noise was recreated in secondary vector while this patient lifted their arms up. Technical services (ts) discussed options including obtaining an x ray or programming to primary vector. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.